Event description:
Drill bit broke during surgery and portion remains in the pt.

Manufacturer narrative:
The actual device was evaluated by an independent metallurgist, mfg and product development engineers. Macroscopic examination, scanning electron microscopy, and metallographic examinations was performed. Based upon the tests and examination, the drill bit met all mfg and design specifications. The breakage appears to be the result of mishandling.